Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was overheating. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the receiver was exposed to moisture, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.